Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The subject device of this report was returned and evaluated. Upon inspection, the reported issue (no image) / ghosted image was confirmed, and cracked / missing screws on the video connector were also identified. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a faulty ccd (charged-coupled device) unit. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.